Event description:
Information received from the field notes that the patient presented with a low, but stable heart rate. No pacing was identified. The device interrogated in back-up code a and was replaced.